Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, xt-r. Guide cath: launcher 6f, al1st. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, 99% stenosed atrioventricular node branch artery. A 2.0 x 15 mm trek rx balloon dilatation catheter was delivered to the target lesion for pre-dilatation without resistance felt. During the first inflation the balloon ruptured at 10 atmospheres at 15 seconds. The device was removed from the patient anatomy safely and was replaced with an unspecified balloon catheter, with which the lesion was dilated without any issue. The procedure was successfully completed after implanted a non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.